Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the pump delivered a 20 unit bolus without the customer requesting it. Tandem technical support (cts) reviewed pump history and pump data logs and confirmed that the bolus was requested and delivered by the user, however the contact did not acknowledge, and still alleged bolus was delivered without user request. Customer's blood glucose level was 100 mg/dl to 105 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.